Manufacturer narrative:
(B)(4). This follow-up report is being submitted to make a correction. The following sections were updated: b4, b5, g3, g7, h1, h2, h10. Upon reassessment of the reported event, it was determined that the event had been reported twice. (B)(4) is a duplicate of (B)(4). This medwatch will be voided. This event will be reported by medwatch facility (B)(4).

Event description:
It was reported : (B)(6) hospital performed a double-action total hip replacement surgery on the patient on (B)(6) 2021. Postoperative examination revealed that the prosthesis was dislocated internally and the femoral head was dislocated from the liner, followed by another incisional surgery on (B)(6) 2021 to replace the femoral head and liner and then repositioned.

Event description:
It was reported that: the patient underwent a double-action, total hip replacement surgery at (B)(6) hospital on (B)(6) 2021. Post-operative examination revealed that the prosthesis was dislocated internally and the femoral head was dislocated from the liner. This was followed by a revision surgery on (B)(6) 2021 to replace the femoral head and the liner, then it was repositioned. Patient involvement - revision - prolonged surgery.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.